Event description:
It was reported that an insulation breach was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found proximal insulation abrasion and proximal coil exposure at 13 cm from the connector end. The location of the abrasion is consistent with that caused by friction to another implanted device.